Manufacturer narrative:
Results: a sample or photo was not available for evaluation; therefore, the investigation was limited. A review of the manufacturing records was performed for the incident lot and no issues were identified. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect.

Event description:
It was reported that multiple nurses noticed that the 25 g x 1 in. Bd safetyglide¿ needle detached from the hub during use. There was no serious injury or medical intervention that occurred from this event.